Manufacturer narrative:
Additional information: h6. This complaint was received from a nurse using an oasis drain (p/n 3600-100, lot number unknown). They stated that no bubbling was seen in the water seal and asked how to verify that suction is being delivered. While discussing the setup, the nurse stated that the wall suction was set to -20 mmhg, well below the level of suction that the IFU (-80 mmhg) instructs the user to set it to. Per the getinge representative¿s instructions, the user set the wall suction to -80 mmhg and the suction indicator bellows expanded to the delta mark as expected, indicating that suction was being delivered. The user had no further questions. No pictures were provided and the device was not returned for evaluation. This complaint did not allege a device malfunction, but sought information about how to use and interpret the device. Following the discussion with the getinge representative, the device was functioning as intended. A DHR review could not be completed because the lot number was not provided. The IFU provides adequate instructions for the setup and use of the device. The IFU informs the user that the bellows will expand to the delta mark if the regulator is set to -20 cmh2o or higher and the suction source is set to -80 mmhg or greater. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. A complaint history review was completed which found 3 similar complaints where either the suction source or the suction regulator was incorrectly set. All of these complaints were determined to be user error. A review of crs/capas found none related to this complaint. This complaint is confirmed. A device nonconformance cannot be confirmed. Based on the information provided, the root cause of this complaint is user error due to not following the setup instructions provided in the IFU.

Manufacturer narrative:
Complaints associated with adverse events arising from the use of the device and/or patient conditions related to technical support associated with or without use error and without device malfunction. These events are associated with inconvenience only. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with adverse events arising from the use of the device and/or patient conditions related to technical support associated with or without use error and without device malfunction or patient impact, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Event description:
Report received stated that rn danielle called stating she would like to know why no bubbling is seen in chamber c and how to verify suction is being delivered. I reviewed this in detail with danielle and another rn who was in the room. When we reviewed the suction setting at the wall and on the oasis, they verbalized that the wall setting was set at -20mmhg and not the recommended -80mmhg or higher. They adjusted this at the wall and the bellows were seen in chamber e on the oasis as expected. Danielle was appreciative of the assistance.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.